Event description:
It is reported that; surgeon was inserting screw with reflex hybrid system locking screw system, during insertion the tip of the draw rod was broken off. Broken piece was left in screw.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no manufacturing issues were found for this lot number. The instrument was reported to have been used at least 75-100 times. Manufacturing review revealed that the instrument was manufactured and released in 2009. The likely root cause of the reported event is normal wear of the instrument.

Event description:
It is reported that; surgeon was inserting screw with a locking screw system, during insertion the tip of the draw rod was broken off. Broken piece was left in screw.